Event description:
A 1.5mm x 15mm sprinter rx dilatation balloon catheter was used to pre-dilate an lad lesion. The lesion morphology was reported to be non-tortuous with little calcification and 100% stenosis. It was reported that the balloon was advanced to the intended lesion site. It was reported upon the first inflation of the balloon, the balloon ruptured at a pressure of 6 atmospheres. The balloon was successfully removed from the patient as one unit. Another manufacturer's balloon was used to pre-dilate the lesion and a stent was implanted. After this was completed the physician noted a perforation in the vessel. The perforation was successfully treated with a sprinter balloon. No additional sequelae were reported and the patient is reported to be fine. Medtronic has received the device and its analysis has been completed. The balloon was attempted to be inflated to 8 atms; a leak was detected over the distal edge of the marker band, blood exited from the balloon. Damage was evident around the leak in the form of stress marks. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.